Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2008 essure (fallopian tube occlusion insert) was placed. The consumer had nickel allergy and reported painful placement which resolved 7 days after the procedure, on (B)(6) 2008. On an unspecified date she experienced pain in pelvis, allergic complaints, thin stools, pain during ovulation, pain in abdomen, pain in head, cramps, muscle cramps, increase or decrease of weight, tiredness, memory loss, and concentration problems. She had unspecified problems with movements and relation and/or family problems. On an unspecified date she contacted her physician and had appointments with a few doctors (gynecologist, rheumatologist, and gastroenterologist). She also had blood tests performed; however the results were not provided. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between the reported event and essure insertion was not specified. Despite the lack of medical confirmation and detailed information for a comprehensive causality assessment, given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Since she reported problems with movements and relation and/or family problems, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. A product technical analysis is expected.

Manufacturer narrative:
Follow-up received on 05-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an a adult female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram and echography diagnosed a perforation/migration of implant (seen as fallopian tube perforation), serious event due to medical this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between the reported event and essure insertion was not specified. Despite the lack of medical confirmation and detailed information for a comprehensive causality assessment, given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Since she reported problems with movements and relation and/or family problems, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs